Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt had experienced jolting sensations at the ipg pocket. The pt reported he did not have any other issues with the system. The sjm rep advised the pt to meet for reprogramming. It was reported the pt did not want to meet for reprogramming at this time.